Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator stopped cycling. There was no patient involvement.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the breath delivery (bd) printed circuit board (pcb), which resolved the reported issue. The ventilator passed self-testing.